Manufacturer narrative:
The pump has been returned to animas for evaluation. There was no visible damage found on the keypad. All buttons activate desired pump functions appropriately when pressed. Adhesive was found under the keypad button contacts. Unrelated to the complaint evaluation revealed a misaligned display screen and partially dislodged force sensor pins. This will also be reported on a separate medwatch 3500a form. The reference report # is not available at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.